Event description:
3ml syringe used to draw up and administer demerol 25mg ivp via y-site of free-flowing ns [normal saline] began leaking the ns from around the inside of the plunger barrel after about half the demerol was given. No fluid entered the syringe to change the volume of the demerol left to give and blood was backing up the mainline from the piv [peripheral intravenous] site. Tubing clamped and syringe removed from the y-site. Syringe continued to drip ns from the around the inside barrel until empty. Upon closer examination of syringe, plastic may have been cracked around the 0.5ml mark and syringe barrel with slight bulge noted.